Event description:
Related manufacturer report number:1627487-2023-04767. It was reported that the patient's ipg had reached end of life. The patient had also noted experiencing ineffective relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted, replaced and therapy was restored.

Manufacturer narrative:
The event of ipg reaching end of life was reported to abbott. The ipg was explanted and replaced. The leads were explanted due to insufficient coverage of painful patterns. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.